Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphic user interface (gui) display became inoperable. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb). The covidien customer service engineer (cse) evaluated the device, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).